Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73j1900729 investigation did not show issues related to the complaint.

Event description:
Staple misaligned.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from part number 528236 visistat 35w non-sterile lot# 73e2200856 the staplers were functionally inspected and issue reported "failure to function - other" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Staple misaligned.